Manufacturer narrative:
The bench returned the device to the customer without evaluation because the device is past the end of its support life. Multiple attempts were made to obtain more information, however, they were unsuccessful.

Event description:
It was reported to philips that the device is defective. No specific issue was provided. There was no patient involvement.

Event description:
It was reported to philips that the device is defective. It was later clarified the customer originally reported a pacing problem. There was no patient involvement.